Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a merlin.net transmission that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. The patient was stable and there was no further information available.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event was previously reported in MFR# 2017865-2018-04962.

Event description:
New information received reported that the programming changes were made.